Manufacturer narrative:
As the lead was capped and remains in the patient's body, no return is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was capped due to an unknown issue. No additional adverse patient effects were reported. Intervention included lead replacement. No additional adverse patient effects were reported.